Event description:
On (B)(6) 2009, I underwent a right total hip arthroplasty procedure. I rec'd a depuy pinnacle cup, 54 mm, depuy metal line, 36 mm, depuy tri-lock stem, size 5 standard offset, and depuy metal femoral head, 36 mm, +15.5 neck. Soon after the surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Reason for use: right hip degenerative joint disease.